Manufacturer narrative:
Updated b5 to state, the customer suspected these 5 original samples might be incorrectly prepared by the clinic and those samples might be contaminated. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review customer result log files were reviewed. The run involving sample identifications (sid) listed in the ticket were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. Amplification curves displaying normal florescent signal with sigmoid curves were observed. There is no potential amp plate carryover risk for any sid in this investigation after reviewing the plate mapping analysis. The assay software is performing as expected. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-090) lot 518878 is performing outside of established design performance specifications according to the amplification curves. Quality data review device history record (DHR) / batch record review: review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-090) lot 518878 did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot 518878 and its components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot 518878 complaint history review a complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-090) lot 518878. The complaint history review did not identify any additional complaints related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 518878. A product deficiency was not identified as a result of this review. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 518878 was not identified.

Event description:
The customer suspected these 5 original samples might be incorrectly prepared by the clinic and those samples might be contaminated.

Manufacturer narrative:
Elevated complaint investigation will be conducted note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
Customer reported 5 false positive result on the alinity m sars cov-2 assay. The samples initially tested positive on the alinity m sars-cov-2 assay. New samples were collected from the patients and tested on the same alinity m instrument. The new samples all gave not detected results. The original samples were retested with qiagen and 2 of the samples gave not detected results there was no report of impact to patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.